Event description:
There was a partial failure of the power supply that heats the needle to sterilize it. The alarm system did not work probably because there was enough current to prevent it from alarming. After a massive number of positive cultures (over 100), for acid fast bacilli, a technician stood in front of the device and watched as it processed the cultures. The technician discovered that the wire that was supposed to sterilize the needle did not get red as it should have and touching the area, found that it was not hot. The rptr stated that checking for the glowing wire was not something that a person would normally do to see if the device was performing properly. Ten pts who had been positive were entered into the computer; the rptr knew of two that had started treatment.